Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a non-tortuous, moderately calcified lesion with 90% stenosis in the ostium of the diagonal branch. The device was not inspected. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Excessive force was not used during delivery. It was reported that stent dislodgement occurred during delivery to/at the lesion. The dislodged stent was not removed from the patient. The stent was crashed and another two resolute onyx 2.25x22mm and 2.0x18mm were implanted. The patient is reported to be alive with no injury.

Manufacturer narrative:
Additional information: the lesion was pre-dilated with a 2x15mm non-medtronic (mdt) balloon inflated to 14 atm. The device did pass through a previously-deployed stent. Resistance was not encountered while advancing the device. The lad had 95% stenosis with bifurcation and was provisionally stented first with a 3.0x48mm non-mdt des deployed at 16 atm. Post dilation was performed with a 3.5x20mm non-mdt balloon up to 27 atm. Compromise of the diagonal branch flow was noted and a non-mdt guidewire was used to cross the stent struts to the diagonal branch and secure distally. Balloon dilation of the struts was done using the same balloon at 16 atm. The resolute onyx stent was then used to cross to the diagonal branch. It was reported that the stent dislodged from its balloon and broke into two fragments during delivery to/at the lesion. One fragment at the lmca and the other at the diagonal ostium. A new non-mdt guidewire was crossed to the distal diagonal and balloon inflation was performed at 16 atm with a 1.5x15mm and 2.0x20mm non-mdt balloon. The stent fragment in the diagonal branch was crushed to the wall using a resolute onyx 2.25x18mm des at 16 atm proximally, and distally a resolute onyx 2.0x22mm des was deployed at 16 atm. A kissing balloon technique was then used over the lad at 20 atm. Stenting of the lmca was performed with a 4.0x12mm non-mdt des, crushing the other stent fragment, at 20 atm. There was satisfactory final results with timi iii flow in the lad and diagonal branch. The patient is reported to be alive with no further injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: procedural images were provided for review. The images provided confirm the presence of a lesion within a previously deployed stent in the proximal lad. The target lesion is pre-dilated followed by delivery and deployment and post-dilation of a non-medtronic stent in the vessel, across the target lesion. After post-dilation the 1st diagonal (d1) appeared jailed with no flow to the vessel. The flow to the d1 was restored with ballooning of the proximal d1. The delivery and dislodgement of the resolute onyx stent was not provided in the images. But the dislodged and deformed stent can be seen in the vessel extending from the lad into the d1. The possibility exists that the resolute onyx stent may have been damaged during delivery through the cell of the previously and newly deployed stents resulting in the dislodgement, however this cannot be confirmed from the images provided. Based on the images provided it appears that the stent welds mid-stent may have broken but the stent wire appears to remain intact, and the proximal and distal ends of the stent appear connected. The distal end of the stent in the d1 was crushed with a stent and a second stent was delivered and deployed distal to the proximal stent. A stent was also delivered and deployed in the lm crushing the proximal end of the dislodged stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.